Manufacturer narrative:
Additional information for: g3, g6, h2, h3, h6, and h10 the reported event of a bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. One photo was received from the field, which appeared to show an occluder with a bulbous deformation on both discs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25mm amplatzer cribriform occluder (lot.7711040) was selected for implant with a delivery system 8f (lot. 7515115). During positioning, the left disc deployed deformed in a bulbous shape and was removed from the patient. The device was tested outside of the patient and continued to deploy deformed. A new 25mm amplatzer pfo occluder (lot number: 7664285) was used to complete the procedure. No patient consequences were reported. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is currently stable and discharged from the hospital.